Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ extension set luer-lok cap broke off. The following information was provided by the initial reporter: "I just received another sample with the luer cap broken away from the end."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-jan-2023. H6: investigation summary one sample of the extension set 30914 was submitted for quality investigation. The customer complaint could not be verified by visual inspection. Visual inspection of the sample was conducted with no damages or defects were found. The set was then connected to a sample smartsite and primed with water. The smartsite end was capped and the sample pressurized hydrostatically do determine if liquid is leaking from the connectors and tubing. There was no leakage, air-in-line or occlusions found during testing. Additionally, the luer design was compared with the engineering construction drawings and there were no differences to found. A device history record review for model 30914 lot number 22089342 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined as the failure could not be replicated.

Event description:
It was reported that the bd alaris¿ extension set luer-lok cap broke off. The following information was provided by the initial reporter: "I just received another sample with the luer cap broken away from the end."